Event description:
The patient reports undergoing cataract surgery in 2007 with implantation of the crystalens in the left eye. Two weeks postoperatively, the patient reports being unable to drive because her ucva was only 20/70. Note: preoperative ucva was not provided for comparison. The lens was repositioned on 5/2/07, after which time the patient complained of eye pain and decreased vision. The patient was diagnosed with cystoid macular edema and was prescribed topical medications. The cme resolved and her ucva improved to 20/50, bcva 20/20. A yag capsulotomy was performed approx three months later, and prk was performed the following month. The patient is now satisfied with her distance vision.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.